Manufacturer narrative:
A steris service technician inspected the processor and found that the hose connections at the uv light had not been adequately tightened. The technician adjusted the uv hose connections, ran two diagnostic cycles and returned the processor to service; no additional issues have been reported. During a prior service activity the steris technician did not properly tighten the hose connection. Steris quality counseled the technician on the importance of properly tightening hose connections.

Event description:
The user facility reported that water was leaking from their system 1e processor onto the floor. No injuries or procedural delays/cancellations were reported.